Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the battery charger circuit board, the fuses, the fusible link on the filament driver circuit board, the interconnect cable, the power signal interface board, and the fluoro functions board, and performed a high voltage arc test. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a voltage error message. No patient injury was reported.